Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the defective psm arm. After replacement, the system was tested and verified as ready for use. Isi has received the replaced psm arm for investigation; however, failure analysis has not been completed to confirm/identify any reportable failure mode(s).

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system displayed the "no instrument installed" error message on the patient side manipulator (psm) arm2. The customer received phone assistance from the technical support engineer (tse). The tse walked the customer through a series of troubleshooting steps but the issue remained. The surgeon elected to convert to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: port incisions were not increased and no additional ports were placed. There were no interoperative injuries to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient side manipulator (psm) arm for failure analysis testing. Investigation confirmed and reproduced the issue during sine cycle testing identifying a defective axis 3 brake assembly with the psm arm.